Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the sys was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.